Manufacturer narrative:
(B)(4). The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure, when the surgeon pushed the fire button at the 1/4, it could not be continued at the second firing. Some staples were malformed. The surgeon used hand sewing to complete the procedure. There were no adverse consequences for the patient. Because the patient has hepatitis, the sample was discarded.